Event description:
It was reported that the patient experienced paralysis in the right leg shortly after a spinal cord stimulation (scs) implant procedure. Therefore, the patient was hospitalized and received steroid medication. Additionally, fluctuating impedance readings were discovered in the recovery room after the procedure. The physician assessed that there may have been pressure in the spinal column from the paddle lead that resulted in the paralysis. Within a few hours of the implant procedure, the patient regained movement in her right leg again and her condition has improved.